Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) reflin, 1 gram; inj fortum, 1 gram; inj amikacin, 150 milligram; and inj heparin (doses, frequencies and routes were not reported). The outcome of the peritonitis event was unknown. No further information was provided regarding whether dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Four days after the event onset, the patient was discharged from the hospital. Dianeal therapy remained ongoing. The following day, the patient was deemed recovered. At the time of this report, the patient¿s effluent was clear; however, the patient remained on antibiotic therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: extraneal 7.5%. Extraneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.